Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to erosion. The patient presented with stress urinary incontinence. A new aus device was later implanted at another hospital on (B)(6)2020.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to erosion. The patient presented with stress urinary incontinence. A new aus device was later implanted at another hospital on (B)(6) 2020.